Event description:
A malfunction was reported when a pump displayed a malf 16 code, which was not resettable. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer switched to multiple daily injections as backup therapy while awaiting a replacement pump. Technical support confirmed the shipping details, guided the customer to store the pump, and instructed them to return it using a prepaid label within 10 days.